Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 1/11/2017 with the following findings: a review of the pump black box data shows evidence of a short battery life illustrated with a 12 count voltage drop leading to a ¿cs 128¿ call service alarm warning on 11/04/2016. The battery compartment and cap were undamaged and the battery cap was able to fit securely to the pump. The ¿ez-prime¿ steps were performed correctly but the sleep current readings were above specification. The short battery life complaint was confirmed during testing. The pump¿s cover was removed and there was moisture corrosion found to the continue glucose monitoring (cgm) module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.